Manufacturer narrative:
Pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify error 4 and 63 alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error and keypad anomaly. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.